Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: a review of the pump black box showed that the data for the event date had been overwritten due to continued use of the pump. No evidence of unusual alarms or warnings were observed in the current history. The returned battery cap was undamaged and was able to fit securely. The pump powered on and the ez-prime¿ steps were performed correctly with no alarms occurring. The pump¿s cover was removed and no evidence of damage was observed. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.